Manufacturer narrative:
Insufficient info to determine precise cause of problem. No anomalies were found which could have contributed to the problem. However, since hospital reported that cardiac monitoring leads were attached to the pt when the problem occurred, there may have been an unanticipated ground through the monitor.

Event description:
While firing electrohydraulic lithotriptor, operator noticed pt's heart rate dropped on electrocardiograph. Operation was aborted; no pt injury.